Manufacturer narrative:
According to the customer contact on 2/25/2026, "the resident was walking with his crutches when the one cracked under where the handle is. There is a cover on the metal crutch and it broke in there". Customer contact stated, "the resident fell to his knees" and " he has no injuries as of (B)(6) 2026 at 12:45pm". No follow-up care or treatment was required. No additional details are available related to the customer reported issue. No medical intervention, serious injury, or follow-up care has been reported. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer contact on 2/25/2026, "the resident was walking with his crutches when the one cracked under where the handle is.